Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 a1-6: not provided by the customer. Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed.

Event description:
It was alleged that the patient stopped being monitored by the gehc monitoring system. The patient expired.

Manufacturer narrative:
Ge healthcare's investigation found that the patient was connected to a bedside monitor in combination monitoring mode. In combination mode, ECG data is provided by the telemetry server and displayed on the bedside monitor and central station. The investigation concluded that the patient dropped off the central station display due to an unusual sequence of events, unexpected system performance, and user interactions taken at the central station and bedside monitor. The central station and telemetry server performed to specifications. The bedside monitor experienced two spontaneous reboots. The cause of the reboots was not definitively determined. Full monitoring, including patient alarms, was maintained at the beside monitor during the incident. The customer was provided with the investigation findings. There is no indication they expressed any further concerns. Ge healthcare has determined that no further actions are required at this time.